Event description:
It was reported patient's left lead eroded through patient's skin. Surgical intervention was undertaken wherein the lead was repositioned to address the issue. Therapy was restored and the wound has healed post-operation.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The surgical procedure was taken place on (B)(6) 2025.